Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the data synchronize setup errors. The customer stated that there was a 15-minute delay in getting the medication (ativan 0.5mg). There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that issue was due to data synchronize error. Data synchronization on station was done and rebooted station application launched successfully. The system functioned as intended after the technical support specialist accessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, was due to data synchronise error. A technical support specialist synchronise data on station and rebooted station application launched successfully. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system, the data synchronize setup errors. The customer stated that there was a15 minutes delay in getting the medication (ativan 0.5mg). There was no report of impact on the patient or user.